Event description:
General report received of an unspecified number of undocumented incidents of air distal to the filters. The tubing sets were being used to deliver unspecified solutions via gemstar pumps. After unspecified lengths of time in use, the pumps alarmed for air in lines; however, it was reported that air "about 1/4 inch in length" was noted in the tubing's distal to the filters. No air was delivered to the pts. The air was removed from the tubing sets and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).